Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, during a post mortem interrogation. The device had been deactivated several months prior to the patient's death, per the family request for palliative care only. There were no performance allegations against the device while implanted and active. The device was discarded post explant and no data files were submitted.